Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered possibly inappropriate shocks during an episode due to supraventricular tachycardia (svt) and morphology change. T-wave oversensing was also noted during the tachycardia prior to shock delivery. Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported.